Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29july2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touchscreen failed calibration and replaced the touchscreen and the issue was resolved. The unit passed all required testing.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 10oct2019. Date of report: 11oct2019. The touchscreen was returned for failure analysis. The touchscreen was cracked with shattered glass which makes the touchscreen non-functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.